Manufacturer narrative:
The device was discarded at the facility; however, the facility returned an unopened device from the same lot for evaluation. During device evaluation at olympus, it was found there were no defects and the cover could be attached to an endoscope without damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the broken cover could not be determined; however, it's possible that increased stress applied to the distal cover due to semi-insertion or release of stress applied in the installed state due to some chemicals caused cracking over time in areas of weak strength or increased stress. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that when attaching the single use distal cover to the endoscope, the tip cover broke three times in a row. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.